Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU, bleeding is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Patient had a bleeding complication in the chest after surgery and impella insertion. Bleeding was hard to control. The purge solution was then changed to bicarb per abiomed protocol.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical info provided, the root cause of the access site bleeding was unable to be determined as no product and insufficient clinical details were provided.